Event description:
It was reported that the atrial lead could not be inserted into the connector of the pulse generator during the implant procedure. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a front seal from an unidentified lead was inside the atrial cavity of the connector block which prevented full insertion of the test lead.